Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m120173 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m120173, test base part number 190-430 / lot m120173. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot ( m120173) based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot (m120173) based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false positive with the ID now covid-19 assay during routine testing for one patient. The customer reported the patient was tested on (B)(6) 2020 using lot m120173 with direct tested swabs. Both nostrils were swabbed. Testing was not repeated on ID now. Confirmation testing resulted negative with pcr. The patient was asymptomatic. The customer confirmed there was no patient harm, delay or impact in the patient's treatment due to the test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.